Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when the balloon catheter was inserted into the sheath and the sheath was flushed, microbubbles continued to appear, prompting the physician to request a sheath replacement. Visible blood was noted on in coaxial umbilical cable and when the balloon catheter was removed a balloon rupture was identified and it was determined that air was being drawn from the damaged area. The sheath, balloon catheter and the coaxial umbilical cable were all replaced. The case was completed with cryo with no further issues. No patient complications have been reported as a result of this event.